Event description:
The customer claims that the dermatome is chewing up the graft. The plastic surgeon has to take the graft from a second site on the pt. The dermatome may not have been put together correctly prior to surgery.